Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-aug-2017 from the patient who reported that he still did not have a pump managing physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. On 16-jun-2017 it was reported that the pump started alarming about a month ago. The patient had missed a pump refill visit. He was scheduled to have the pump refilled about 1.5 months ago and was not able to make the appointment. The patient was between physicians. He had a new physician, but that physician would not manage the patient¿s pump until the patient¿s prior physician filled the pump. The patient¿s prior physician would not fill the pump and wanted the patient to do cognitive therapy. The patient stated he had done cognitive therapy prior to getting the implant. The patient stated that he had always slept in and the doctor started making the appointments earlier and if he was late he would have to sit in the lobby for hours. The patient had no symptoms. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received (B)(6) 2017 from the patient. The patient's medical history included a crushed spine in (B)(6) 1977 for which he received cbt (cognitive behavioral therapy) until he got his first pump implanted in the 1980s. Per the patient, the cbt did not work. The patient had also had ib (irritable bowel) problems his entire life. The patient's new physician said he had missed 6 appointments. The patient stated that he wasn't aware of the 6 appointments. The pump was still alarming and the patient's prior physician wouldn't fill the pump with medication anymore. He told the patient he would remove it and put the patient on cbt. The patient was currently in rehab, but wouldn't be for long. The patient didn' thave an apartment to go back to and needed to figure something out. The patient was trying to find another doctor. No further patient complications have been reported as a result of this event.